Manufacturer narrative:
Based on the results of the device evaluation completed on 16-jun-2025, solventum is reporting this event as a device malfunction that has the potential to result in injury if the malfunction were to recur. There were no injuries to the patient or others due to the event. The cause and timing of the damage to the power supply is indeterminate. Device labeling, available in print states: warnings: important information for users: in order for kci products to perform properly, kci recommends the following conditions. Use this product only in accordance with this manual and applicable labeling. Ensure the electrical installation of the room complies with the appropriate national electrical wiring standards. Avoid spilling fluids on any part of this product. Fluids remaining on the electrical controls can cause corrosion that may cause the electronic components to fail. Component failures may cause the unit to operate erratically, possibly producing potential hazards to patient and staff. If spills do occur, unplug the unit immediately and clean with an absorbent cloth. Ensure there is no moisture in or near the power connection and power supply components before reconnecting power. If the product does not work properly, contact (B)(6). Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On 28-apr-2025, the following information was provided by the nurse: on 28-apr-2025, the activ.a.c.¿ therapy unit was not charging and when the power cord was checked, the ac adapter appeared to be melted. On 04-may-2025, the following information was provided by the solventum representative: there were no injuries to patient or others. On 16-jun-2025, a device evaluation was completed by solventum quality engineering. On 04-mar-2025, the device and power cords were tested per quality control procedure by a solventum service center, passed the quality control checks and met specifications. On (B)(6) 2025, the device was placed with the patient. Quality engineering evaluated a photo provided of the power supply showing thermal damage present on the exterior casing. The power supply was returned to solventum quality engineering for evaluation. External inspection revealed thermal damage on the housing of the returned power supply, specifically in the area where the product label was located. Internal inspection showed thermal damage on the pwa board. An unknown residue was also observed. The cause and timing of the damage could not be determined.